Event description:
A discordant low sodium (na) result was generated by the dimension rxl max with hm for one patient sample. The result was reported out of the laboratory. A new sample was drawn and tested on an alternate system. The first sample was repeated and the corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc requested the instrument data files and qc data from the customer. The customer did not provide any files to enable troubleshooting the issue. The cause of the discordant sodium result is unknown. The customer did not provide additional information. There were no other known issues at this customer site.